Manufacturer narrative:
Corrected data: per additional information received indicates that the patient only has one lead. Hence, this was reported in error and is no longer reportable.

Event description:
Additional information received confirmed that the patient is implanted with only one lead.

Event description:
It was reported that impedance check revealed impedances on the lead. Additionally, patient experienced discomfort at the ipg site. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.